Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products product ID d314trg, cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2011; product ID 419478, implantable pacing lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial (ra) lead experienced oversensing due to noise which resulted in inappropriate mode switching. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.